Manufacturer narrative:
(B)(4). It was reported the patient passed away on (B)(6) 2022, unrelated to the device. The patient's cause of death is reported as "rapidly progressive disease (neuroendocrine cancer & h/n scc), gastrointestinal complications (chronic dysphagia) and respiratory failure (pharyngolaryngectomy & tracheostomy insitu) - palliation & eolc commenced". It was also reported "no apparent evidence of sepsis/infection related to underlying disease or cvad issues".

Event description:
The complaint is reported as: "PICC inserted into patient - date tbc. Pt was having tpn running on PICC line. Pt went for CT scan. Unsure if aspirating and flushing prior. Post CT scan phosphate infusion connected to adjacent lumen to tpn. Pt complained of burning at insertion site - leaking under dressing. PICC dressing changed. Not detected by staff at this point PICC was split and leaking. Confirmed at later date - tbc of time and date by staff. PICC removed. New PICC replaced." Additional information received from hospital reports: on (B)(6) 2022 PICC line inserted in ci for tpn and antibiotic admin - ward documentation post insertion states white lumen (flushing but not yielding) and tpn connected. Pink lumen is flushing and yielding but no documentation re any infusions running at that time post insertion. On (B)(6) 2022 nurse caring for patient documented - "double lumen PICC insitu with tpn infusing through white lumen & red (pink) lumen yielding & flushing". White lumen flushed & yielding prior to connection for CT contrast. On return to ward IV phosphate required & to be infused via pink lumen - nurse documented "not yielding but IV phosphate commenced". Patient complained of burning sensation and dressing around PICC damp and blood evident. Nurse attempted to flush pink lumen but fluid leaking out. The pm nurse was advised not to use the pink lumen. Assessed dressing - soaked with blood/fluid - site cleaned and dressing changed. White lumen nc changed as well, flushing and yielding well (no pain reported). An ultrasound was performed of PICC site. Results not provided, "determined unsafe for use". Inspection of line not documented at the time. Documented as "PICC arm has some extravasation". PICC removed and "fracture" noted. Left arm swollen and red. On (B)(6) 2022 a new cvad was inserted. Upon inspection of the old PICC "small tear in line evident approx. 2.5cms from hub on pink lumen and line appears to have been kinked at this point". No treatment was provided for the extravasation. The patient's condition was reported to be fine.

Event description:
The complaint is reported as: "PICC inserted into patient - date tbc. Pt was having tpn running on PICC line. Pt went for CT scan. Unsure if aspirating and flushing prior. Post CT scan phosphate infusion connected to adjacent lumen to tpn. Pt complained of burning at insertion site - leaking under dressing. PICC dressing changed. Not detected by staff at this point PICC was split and leaking. Confirmed at later date - tbc of time and date by staff. PICC removed. New PICC replaced.". Additional information received from hospital reports: on (B)(6) 2022 PICC line inserted in ci for tpn and antibiotic admin - ward documentation post insertion states white lumen (flushing but not yielding) and tpn connected. Pink lumen is flushing and yielding but no documentation re any infusions running at that time post insertion. On (B)(6) 2022 nurse caring for patient documented - "double lumen PICC insitu with tpn infusing through white lumen & red (pink) lumen yielding & flushing". White lumen flushed & yielding prior to connection for CT contrast. On return to ward IV phosphate required & to be infused via pink lumen - nurse documented "not yielding but IV phosphate commenced". Patient complained of burning sensation and dressing around PICC damp and blood evident. Nurse attempted to flush pink lumen but fluid leaking out. The pm nurse was advised not to use the pink lumen. Assessed dressing - soaked with blood/fluid - site cleaned and dressing changed. White lumen nc changed as well, flushing and yielding well (no pain reported). An ultrasound was performed of PICC site. Results not provided, "determined unsafe for use". Inspection of line not documented at the time. Documented as "PICC arm has some extravasation". PICC removed and "fracture" noted. Left arm swollen and red. On (B)(6) 2022 a new cvad was inserted. Upon inspection of the old PICC "small tear in line evident approx. 2.5cms from hub on pink lumen and line appears to have been kinked at this point". No treatment was provided for the extravasation. The patient's condition was reported to be fine. It was reported the patient passed away on (B)(6) 2022, unrelated to the device. The patient's cause of death is reported as "rapidly progressive disease (neuroendocrine cancer & h/n scc), gastrointestinal complications (chronic dysphagia) and respiratory failure (pharyngolaryngectomy & tracheostomy insitu) - palliation & eolc commenced". It was also reported "no apparent evidence of sepsis/infection related to underlying disease or cvad issues".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. It was also noted that the catheter body was intentionally severed at the 45cm mark. The severed portion was not returned for analysis. Visual analysis revealed a hole towards the catheter juncture hub. The catheter body wall appeared slightly blown out and thinned in appearance at the location of the hole, which is consistent with over-pressurization the catheter. A kink was also detected adjacent to the hole. Microscopic examination confirmed the damage and revealed that the edges of the hole were jagged. The catheter body contained a small rupture hole about 4mm in length and was located 16mm from the juncture hub. The total length of the catheter body measured to be 17 7/8" which indicates that 3 5/8"-4 1/8" of the catheter was separated and not returned for analysis (per catheter product drawing). The catheter body outer diameter at a location not affected by the hole measured .070", which is within the specification limits of .066"-.076" per the catheter extrusion product drawing. The catheter was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the distal lumen was flushed, water leaked from the hole in the catheter body. No defects were found when testing the proximal lumen. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The sample was sent to r & d for additional analysis. They confirmed that the wall thickness at the location of the hole was within specification. They also confirmed that the likely root cause for this event is due to over-pressurizing. A device history record review was performed, and no relevant findings were identified. The lot# was originally obtained from sales history; however, the customer later confirmed that this was the lot# involved with this complaint. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a ruptured catheter body was confirmed by complaint investigation of the returned sample. One hole was found on the catheter body. The failure mode seems consistent damage due to over-pressurization of the catheter during use. A device history record review was performed with no relevant findings. Based on the condition of the sample received, the customer report, and the comments from r & d , the root cause for this issue is likely unintentional user error. Teleflex will continue to monitor and trend for complaints of this nature.